Event description:
It was reported that after a peripheral interventional procedure, arteriotomy closure of a moderately calcified right common femoral artery was attempted using perclose proglide devices. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide device was attempted, but a needle-to-cuff miss also occurred. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Although there was a five minute delay in the procedure, it was not reportedly a significant clinical delay. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number. Estimated date of birth. The customer reported the patient was born in 1935. The right common femoral artery was reportedly moderately calcified. The perclose proglide instructions for use states under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Device analysis confirmed the link detached from the swage-end of the posterior cuff, which can appear very similar to the operator as the reported needle-to-cuff miss. Based on visual inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.